Manufacturer narrative:
(B)(4).94 batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by that during an unknown procedure, the jaws of the device were broken into 2 pieces. No more information provided. No patient consequences .

Manufacturer narrative:
(B)(4). Batch # p92h7u. Investigation summary the device was returned with the tissue pad was shifted proximal. No damaged was noted with the clamps and the blade as reported. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. This is not a common occurrence; it is possible that the pad tip made contact with something that could have lifted or shifted it. No other anomalies were noted. No conclusion could be made as to how the tissue pad lifted or shifted from the clamp arm the batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.